Manufacturer narrative:
Device discarded by hospital.

Event description:
After introduction of the enroute neuroprotection system (nps), it was noted the flushing arm would not aspirate with ease and had some air. It was mentioned as it seemed as if it was on the back wall. Physician retracted the sheath a short distance and the sheath aspirated with ease and was able to flush. On subsequent angiogram, dissection with extravasation noted in the lcca. Sheath was removed and vessel clamped while some care was given to arteriotomy by physician then the sheath replaced. Sheath was aspirated and flushed and angiogram showed better lumen filling with dissection and extravasation. Physician felt we could stent over the flap and procedure continued. Nps connected and flow reversal initiation per routine. Wire placed across lesion. Pre dilation, stent and post dilatation performed. Lumen visualization vastly improved but still some staining. Second stent placed over lapping stent up to the edge of the nps sheath. Angiogram performed. Procedure completed. Drain placed and protamine given. Patient extubated intact.